Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. The patient stated that the device emitted beeping tones. The field representative stated that the physician reprogrammed the device and would address the impedance issue during a device changeout procedure since it has one year of battery life remaining. It is planned to continue to monitor this patient. No adverse patient effects were reported. At this time, this device system remains in service.